Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: the white tissue pad completely came off the jaw and went into the patient. They were able to retrieve it. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, after one hour and 20 minutes of use, the white plastic pad from the jaw fell off into the patient. The plastic was removed and the device was replaced. The procedure was delayed a few minutes but it was continued. There were no patient consequences.